Manufacturer narrative:
H2: the device was returned for inveatigation. The investigation team was unable to duplicate the reported complaint. The device was functioning with no issues or faults. Corrections: g1 contact information, h6 medical device code.

Manufacturer narrative:
This device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while the ventilator was on a patient, the vent was not delivering accurate volumes. Complainant indicated that there was no adverse effect to the patient due to the reported issue.